Manufacturer narrative:
Concomitant medical products: dtba1q1 crtd, implanted: (B)(6) 2016; 429878 lead, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had high threshold, was not sensing and unable to confirm capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.